Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported malposition. Physician reported asymmetry. Per follow-up, there is no malposition and the asymmetry is not device related. Later healthcare professional reported ¿intracapsular rupture¿ and ¿capsular contracture baker grade I¿. This record is for the right side. Device remains implanted.